Event description:
A customer reported an issue with the cartridge not fully snapping into the insulin pump. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with inspecting and cleaning the pump and attempted to reload the cartridge, but it was unsuccessful. As a result, technical support decided to replace the pump under warranty. The customer will continue using their current pump as a backup therapy and was instructed on the return process and advised on steps to take upon receiving the replacement pump.